Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported he had just changed the insulin cartridge of his infusion device and had an air bubble in it. He stated he uses room temperature insulin to fill the cartridge, and lubricates the cartridge prior to inserting insulin. He stated he has primed 3 times and cannot get the air bubble out. The pt was unable to remove the air bubble during troubleshooting, and declined further assistance and follow up calls. He stated he will call if he cannot get the air bubble out, and will call the trainer directly, if he feels he needs add'l training. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.